Event description:
It was reported that a large volume infusor leaked into the unopened overpouch due to a detached flow restrictor on the dispensing line. This was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from november 3, 2022, to november 7, 2022. H10: the actual device was not available; however, photographs were provided for evaluation. A visual inspection of the photographs showed images of a leak inside a green bag that contained the device. The photos also showed the cause of leak was due to a detached flow restrictor from the tubing line. The reported condition was verified. The cause of the condition was determined to be due to an improper assembly during the tubing bonding task of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.